Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pulmonary resection, the device locked in the third shot. The device partially fire. There was an incomplete staple line. The jaws of the device got stuck and lock on tissue and it was cut with the cold scalped to be removed from tissue. A second device was used to resolve this and to continue with the procedure. There was unanticipated tissue loss. The patient status is: in medical control.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.